Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon investigation the electrode belt intermittently failed functional testing. The cause for the failure was isolated to the j 500 connector of the ECG a,b, and front te cable. The connector was making an intermittent connection. The root cause for the intermittent connection was unable to be positively identified. There is no adverse event associated with the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to baseline a patient.